Manufacturer narrative:
The device has been received. Investigation is not complete.

Event description:
Device malfunction: failure to deploy needles. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician in training attempted arteriotomy closure of the common femoral artery in the use of the proglide device after an unspecified procedure. Reportedly, an attempt to deploy the needles was made before the lever was pulled up. The needles were never deployed. It is unk how hemostasis was achieved. There were no adverse pt effects reported. Though requested, no additional info was provided.